Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that while monitoring a pt they were unable to "upload" the 12-lead ECG because the display went blank. There was pt involvement but not negative pt impact.